Event description:
It was reported that 10 bd nano¿ pro ultra-fine¿ pen needles failed to deliver insulin during the injection. The following information was provided by the initial reporter: "spouse stated, does not prime before injection. Stated, only primes when husband starts new insulin pen stated, no insulin flow when taking injection. 10 pen needles affected"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 10 bd nano¿ pro ultra-fine¿ pen needles failed to deliver insulin during the injection. The following information was provided by the initial reporter: "spouse stated, does not prime before injection. Stated, only primes when husband starts new insulin pen stated, no insulin flow when taking injection. 10 pen needles affected".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 20-sep-2022. H6: investigation summary customer returned (5) 32gx4mm bd pen needles from lot# 1327867 (4 unopened and 1 open). The customer reported no insulin flow when taking injection. The sample returned open was examined, and it was observed that the non-patient end (npe) cannula was broken. The remaining 4 samples were opened and examined, and no damage to either the patient end (pe) or npe cannula was observed. The 4 unused samples were tested for flow using a test pen injector, and all 4 pen needles were able to expel properly. No evidence of manufacturing defect was observed. The broken npe cannula would prevent proper flow through the pen needle, hence, the customer would think the pen needle was clogged. Since the damaged sample was returned after use, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (npe cannula broken). The root cause for this issue is user related. The npe cannula was broken after the user handled the pen needle.

Event description:
It was reported that 10 bd nano¿ pro ultra-fine¿ pen needles failed to deliver insulin during the injection. The following information was provided by the initial reporter: "spouse stated, does not prime before injection. Stated, only primes when husband starts new insulin pen stated, no insulin flow when taking injection. 10 pen needles affected."